Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did took the charge and booted up. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Manual "try it" and 'fixed low' test was performed and passed. A receiver functional test was performed, and it passed all the relevant testing. The audio tone was heard at normal volume when tested with receiver communication tool. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.